Manufacturer narrative:
Although requested the device was not returned for evaluation. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) may have caused or contributed to the event.

Event description:
Additional information regarding patient¿s visual acuity on the right eye was received indicating patient had a good outcome.

Manufacturer narrative:
Investigation of this event is in progress. A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported the intraocular lens (iol) was implanted into the patient¿s right eye (od) and was found to have a sheared haptic. It was unclear if this happened during loading of the iol or implant. Incision was enlarged to remove the lens with the use of lens cutters. Another lens of the same model and diopter was successfully implanted. Sutures were required to close.